Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent his bundle capture. The lead was explanted and replaced. The patient is a participant in the image-hbp clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent his bundle capture. The lead was explanted and replaced. The patient is enrolled in the imaging study of lead implant for his bundle pacing (image-hbp) clinical study. No patient complicationshave been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited high thresholds.